Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the pump alarmed helium leak during use. As a result, the pcs was replaced. There are no information available on the patient. If additional information is received at a later date the complaint file will be updated.

Manufacturer narrative:
(B)(4). No iabp or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of helium loss alarm is not able to be confirmed. The distributor' technician replaced pcs assembly and the issue was resolved. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump alarmed helium leak during use. As a result, the pcs was replaced. There are no information available on the patient. If additional information is received at a later date the complaint file will be updated.